Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A technician reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the technician reported that the surgeon does not think the lens is defective and that he is unsure of the cause of the refractive surprise. The technician reported that the lens was properly centered, rhexis size was fine and there was no viscoelastic behind the lens. Additional information has been requested.

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A technician reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the technician reported that the surgeon does not think the lens is defective and that he is unsure of the cause of the refractive surprise. The technician reported that the lens was properly centered, rhexis size was fine and there was no viscoelastic behind the lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/10/2010 and 08/26/2010 by phone, fax, and mail. Medical records were received on (B)(6) 2010. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: 09/03/2010. (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/10/2010 and 08/26/2010 by phone, fax, and mail. Medical records were received on (B)(6) 2010. A completed questionnaire has not been received. (B)(4).